Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative regarding a patient receiving 25 mcg/ml of prialt at 10.1 05 mcg/day via an implantable pump for non-malignant pain. It was reported the patient heard an alarm early in the morning on (B)(6) 2018. The alarm was occurring every hour. The patient noticed an increase in pain a few hours after hearing the alarm. Upon interrogation, the pump had stalled at 14:38 on (B)(6) 2018 and recovered at 14:43 on (B)(6) 2018. The pump stalled again at 01:55 on (B)(6) 2018, recovered at 08:24, stalled again at 08:30, and recovered at 21:53 on (B)(6) 2018. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. The doctor decided a pump replacement was necessary and replaced the pump on (B)(6) 2018. It was indicated the device would be returned to the manufacturer. It was reported the issue was resolved at the time of the report, and the patient¿s status at the time of the report was provided as alive - no injury. No further complications were reported or anticipated. Other medications being taken at the time of the event, patient weight, and medical history were not available to the manufacturer.

Manufacturer narrative:
Product analysis (B)(4):analysis information - (B)(6) 2018-08:31:37 cst pli# 10 product ID# 8637-20 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. Destructive analysis identified residue in the motor gear train. Analysis identified wearing on the [upper/lower] shaft of gear number [one/two] (or the rotor). Medtronic developed a design change to reduce motor shaft wear and received regulatory approval for the change. Medtronic began distributing pumps with this design change in 2017. Continuation of: product ID 8709sc serial# (B)(4) : product type catheter. If information is provided in the future, a supplemental report will be issued.